Event description:
Customer called to report a drive tube leak at 1300 ml whole blood processed. Customer reported that collect pressure alarms occurred early in the procedure and were resolved. Customer reported a strange noise around 1300 ml processed and a blood leak? (Centrifuge chamber) alarm occurred. Customer could see a small leak in the drive tube and could also see that the centrifuge leak detector was detached from the centrifuge wall. Patient was stable. Service order (B)(4) was dispatched. The customer returned the kit and photos for investigation.

Manufacturer narrative:
The kit was not returned, as reported in the initial medwatch report. The smart card data and photographs associated with this complaint were returned for analysis. Review of the smart card data confirmed the occurrence of collect pressure alarms and bowl leak sensor faults. Review of the photographs sent by the customer confirmed that a leak occurred and the upper bearing stop had been moved out of position on the drive tube. The root cause of the reported leak is delamination of the upper bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Review of the device history record did not identify any related nonconformances. Therakos and the manufacturer have initiated capas to address several potential root causes of this issue. (B)(4).

Manufacturer narrative:
This is a correction to the previous supplemental report. The kit and photographs were returned for analysis. Review of the smart card data confirmed the occurrence of collect pressure alarms and bowl leak sensor faults. Review of the photographs and the returned components confirmed a leak occurred and the upper bearing stop had been moved out of position on the drive tube. A pressure test was performed on the drive tube and centrifuge bowl. The pressure test confirmed that there was a leak in one of the circuits of the drive tube, about half way between the design location of the bearing stops. Review of the device history record did not identify any related nonconformances. The root cause of the reported leak is delamination of the upper bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Therakos CAPA (B)(4) was initiated to address several potential root causes of drive tube delamination. In addition, a manufacturer CAPA was opened to further investigate bearing stop delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Manufacturer narrative:
A batch record review of lot c361 was performed and there were no nonconformances related to this complaint. This lot met release requirements. Trends were reviewed for complaint categories, alarm #16: collect pressure, drive tube leak/break, and alarm #7: blood leak? (Centrifuge chamber) and no trends were detected. A corrective and preventive action was initiated for complaint category alarm #16, and is now closed. A corrective and preventive action was also initiated for complaint category, drive tube leak/break. No corrective and preventive action was initiated for complaint category, alarm #7. Service order (B)(4) feedback: the service technician replaced the leak detector strip and cleaned the inside of the centrifuge. The system checkout procedure was performed; all tests were ok. No further action was required. This assessment is based on information available at the time of the investigation. Evaluation of the returned kit and photographs is still in process at the time of this report. A supplemental report will be filed when this assessment is complete. (B)(4).